Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one damaged dilator and one kinked guide wire. The body of the dilator was bent and the tip was deformed with white stress marks. Due to the damage, the tip dimensions could not be accurately measured. The guide wire was kinked at 24 cm from the j-tip at the distal end. The wire was intact and within dimensional specifications. An undamaged section of the wire was inserted through the dilator without resistance. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques for catheter insertion and directs the user to enlarge the cutaneous puncture site prior to dilator insertion. The information provided by the customer did not indicate whether or not a skin nick was made. Since it appears that excess stress was placed on the dilator resulting in dilator and guide wire damage, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in anesthesia, the user complained that the dilator tip is too soft and splits easily resulting in insertion difficulty. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.